Event description:
It was reported after approx. 158 months implantation time, that oversensing on the rv channel resulting in inappropriate shocks occurred. Also, lead impedance greater than 3000 ohms and rv threshold was greater than 7.5v 1.5ms. Lead capped and replaced.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 19-may-2020 and 28-dec-2020 recorded the increase of the acing impedance from 650ohms to greater than 3000ohms at the beginning of june 2020. Furthermore the sensing amplitude showed a decrease from around 13mv to 8mv in the same time period. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.